Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing redness, inflammation and itchiness had occurred while wearing the pod longer than 48 hours on the leg. The affected area was the size of a coin. Patient consulted a doctor who prescribed her an antibiotic ointment called bactroban.